Event description:
Pt had orif and was on the skilled nursing unit when noted that she had pain and deformity about her left hip. X-ray showed that the screw had backed out and gotten loose. Pt was taken back to surgery for removal of plate and screws and insertion of a bipolar prosthesis.